Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system's displayed image blanked out. This will have resulted in the loss of the live image and therefore is a reportable event. There are no reports of patient injury or death associated with this event.